Event description:
The customer reported via phone call that they had issues with their sensor and blood glucose level readings. The sensor reading was out of range. Customer's sensor glucose reading was 70 mg/dl but their blood glucose level was 38 mg/dl. The customer noticed tiny bents on previous sensor. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.